Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report a broken sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the an unknown date. There was no report any injury or medical intervention. No additional event or patient information is available.